Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer's blood glucose (bg) level had been elevated with very fine traces of ketones since early morning of the report day (400 mg/dl at the highest, trending down to 260 mg/dl range) and was addressed with manual injections. Contact stated that elevated bg level was due to incorrect dosing and timing while using manual injections.